Event description:
It was reported that patient began having low flows earlier on (B)(6) 2024 out of the blue. The patient was asymptomatic with these flows. Log files began capturing low flow events on (B)(6) 2024 at 18:44:38. These continue to be captured throughout the remainder of the log file. The patient was started on heparin and echocardiogram was ordered. The log also displayed a few transient low speed advisory(s) on (B)(6) 2024 at ~12:11 am because the pump set speed (5400 rpm) was momentarily set lower than the low set limit (5600 rpm). International normalized ratio (inr) was 1.65 on admission. No aspirin was given. There was no arrhythmia. The pump was explanted due to thrombosis. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a developed inflow cannula deposition that would have caused the low flow alarms that were confirmed through the submitted log files. The pump was returned assembled with the pump cable severed approximately 4.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. Examination of the inflow cannula revealed a red deposition in the distal end that partially extended into the eye of the rotor. The deposition appeared to occlude over 50% of the blood-flow pathway, which would have caused the reported low flow alarms. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the submitted and retrieved log files confirmed a decrease in flow over time that eventually resulted in low flow alarms. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Histological analysis of the deposition found it to be a pseudointima composed of proteinaceous lamination with evidence of flow disruption causing dense platelet aggregates and scattered fibrin activation. A specific cause for the formation of the deposition could not be conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute). Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.